Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to fluid loss from a hole resulting in incontinence. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. There were no patient complications.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to fluid loss from a hole resulting in incontinence. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. There were no patient complications reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fluid loss from a hole resulting in continence was confirmed through analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: returned product consisted of an ams 800 pressure regulating balloon, occlusive cuff, and a control pump. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon passed functional testing. Product analysis was unable to confirm the reported allegations of fluid leak and hole/perforation with the balloon component. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump was not functionally tested as a malfunction was confirmed in the cuff component. Product analysis did not identify a malfunction in the pump component. The cuff component was visually inspected, microscopically examined, and tested for leaks. The cuff tab was noted as having been cut horizontally likely during the explant procedure to aid in removal. During leak testing a fluid leak was identified along the distal edge of the cuff at the corner of a fold. Upon closer microscopic inspection the fluid leak was found to have originated from a hole in the same location. This hole is consistent with wear due to the discoloration around the circumference as a result of cuff shell to cuff shell contact during inflation and deflation. No other damage or abnormalities were identified during inspection and testing of the cuff component. Product analysis confirmed the reported allegations of hole/perforation and fluid leak. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.